Manufacturer narrative:
4/17/1998: g9 - MFR report number has been corrected here and in header on page 1.

Event description:
Pt suffered from central pain syndrome, thalamus problems, and has had a stroke from medications. Pt was not receiving adequate pain relief from the pump, and had other side effects, including a kinked catheter and possible abscess at the catheter tip. No follow-up info is available on the pt.